Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: a total of 12 screws were reported, 2 were from the (B)(4) family of screws, 8 were from the (B)(4) family of screws and 2 were from the (B)(4) lot 7629667 family of screws. Additional lot numbers provided were 7366200, 7298078, 7390683, 7372837, it is unclear which family of screws these lot numbers belong to. It is also unknown which of the 12 screws were involved in this event. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: synthes (B)(4) manufactured the synapse screw. The parts were inspected and conformed to inspection sheets. The parts were released for assembly in monument. Synthes monument assembled the parts and sterile packaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is an update to the initial medwatch report that indicated it was unknown which of the 12 screws were involved in the reported event. Clarification of the event was received on (B)(6) 2014 that indicated all 12 screws were involved, additional reports are being filed for the other 11 screws. This report is for 1 of 12 screws involved in the event. (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after removal of the outer paper box containing screw(s), quantity involved unknown, the nurse placed the "double pouch" packed item in the sterile field (instead of opening the double pouch and placing the innermost bag in the sterile field). The hospital did not know if the "double pouch" packed item is sterile and thus the case was treated as an incidence and was reported to the hospital administration department. Patient is post-operatively on anti-biotic treatment. This report is for 12 screws, it is unknown which of the 12 screws were involved in this event. This is report 1 of 1 for (B)(4).